Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The sulu (single use loading unit) was received preloaded in the instrument. The loading unit displayed a full complement of staples and the interlock was set with no knife blade damage. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal surgery, upon disconnecting the duodenum, the black pusher thumb piece could not be moved and the device could not be fired. It was replaced with a new one to complete the surgery. There was no patient injury.